Manufacturer narrative:
Ge healthcare product engineering performed an investigation of this event. This unit is designed so that the door will stay in the upright position when unlatched to maintain a seal of the micro-environment so that no heat escapes. The design includes red indicators on the doors to show when the door is unlatched. The user manual also warns to check the red indicators when the door is upright. The root cause has been identified as user error due to the user not latching the door correctly. The hospital clinical engineering department evaluated the unit. In their opinion, there were no defects in the equipment. The customer reported that the patient was noted to have a hematoma. No medical treatment was given for the hematoma. The root cause for the hematoma was unknown if related to the fall or to the vaginal delivery?. No permanent patient injury was reported.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that a patient fell out of the warmer. It was further reported that the patient suffered no permanent injury.